Manufacturer narrative:
.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: partial stent deployment equiring surgical intervention. Device issue: partial stent deployment. It was reported that the patient was admitted to the hospital with an angina class iii. The angiography revealed a moderate lesion in the mid lad with moderate calcification. The angiogram in 2008 revealed critical stenosis in the mid and distal lad and mild calcification in the proximal and mid lad. It was planned for stent pci to the mid lad and plain old balloon angioplasty (poba) to the distal lad. The guide wire was advanced past the lesion and dilation was performed in the distal lesion with a 1.5 x 15 mm balloon by repeated inflations. The mid lad lesion was predilated with 2.0 x 15 mm balloon by multiple inflations. Then the vision stent was deployed with repeated inflations of 14, 16 and 19 atm pressure for 15, 20, 30 seconds, but a portion of the stent failed to expand fully. The stent was left in the patient; it could not be retracted or removed. It was not determined where the stent refused to expand, or if there was a waist. The procedure was postponed due to persistent chest pain. Coronary artery bypass graft surgery was done the following day. No additional event or patient information is available.